Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number/catalog number: sc-8352-70, serial number: (B)(4), batch/lot number: 20713701, model/catalog description: coveredge x 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent an explant procedure. No further information could be obtained at this time.